Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The coyote es device inflated and held pressure for 5 minutes without leaking. Product the investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.   (B)(4).